Event description:
Part number 5 (link) broke at pivot point during use with pt in lift. Noted that two other lifts of the same brand and type show wear which may eventually lead to the same occurrence.